Event description:
Catheter tested prior to use, but during procedure was found to be defective. (Would not produce an image) second catheter tested and also found to be defective. Scimed tech support called; asked that user facility try another catheter with a different lot#. This was done and catheter functioned properly.